Event description:
Straight "saw blade" attachment stopped working in mid cut. Case type: tka. Surgical delay: 16-30 minutes.

Manufacturer narrative:
Reported event: straight "saw blade" attachment stopped working in mid cut. Case type: tka. Surgical delay: 16-30 minutes. Functional inspection: turning the input shaft by band does not produce any motion at the blade platform. The failure mode is confirmed. Visual inspection: shows that the input shaft bearings have broken apart and slipped off the shaft. See attached picture. Dimensional inspection: not performed as the visual and functional inspection are sufficient to confirm the failure. Material analysis: not performed as no material failure is alleged. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 01-29-2019, devices manufactured: (B)(4), devices failed inspection: 0, nc/npr/qt numbers: 0. Product history review shows no non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n: 212186, lot number: 35030119 shows no additional complaint(s) related to the failure in this investigation. Complaints related to p/n: 212186 will be tracked by trend request# (B)(4). Conclusion: the complaint of the saw attachment not working was confirmed. The failure was traced to the bearings on the input shaft breaking apart. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Straight sawblade attachment stopped working in mid cut. Case type: tka. Surgical delay: 16-30 minutes.